Event description:
During evaluation of a returned homechoice device, an occurrence of an increased intra peritoneal volume (iipv) event was identified in the device therapy logs. This occurred during therapy during cycle 2. There was a patient involved, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: during evaluation of the device, no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be one or more cycle advances to the next fill when a slow / no flow occurred above the min drain volume threshold.